Event description:
It was reported that the system 9800's monitors went dark whenever fluoro function was engaged. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that two conductors in the system interconnect cable had broken. The cable was replaced. The system was tested and found to be working as intended and placed back into service.